Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis machine was not displaying any patients; the patient list was blank. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the case was closed by the customer without any prior information. Tss unable to connect with customer. Then tss proceeded for the case closure.